Event description:
Follow-up revealed the patient's issue has resolved since being explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's doctor suspects the patient is experiencing an allergic reaction in relation to the metal type of the ipg. The patient will be referred to another doctor to address the issue.

Event description:
Follow-up revealed the patient's scs system was explanted.